Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the device experienced foreign matter at the tip of the needle. The following information was provided by the initial reporter. The customer stated: after opening the package, a black rubber foreign body was found at the tip of needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the device experienced foreign matter at the tip of the needle. The following information was provided by the initial reporter. The customer stated: after opening the package, a black rubber foreign body was found at the tip of needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-18. Investigation summary: our quality engineer inspected the 1 sample 4 photos submitted for evaluation. The reported issue was confirmed upon inspection and testing of the sample. During the review of the sample the foreign matter could be observed on the material. A device history record review showed no non-conformances associated with this issue during the production of this batch. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the device experienced foreign matter at the tip of the needle. The following information was provided by the initial reporter. The customer stated: after opening the package, a black rubber foreign body was found at the tip of needle.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system, the device experienced foreign matter at the tip of the needle. The following information was provided by the initial reporter. The customer stated: after opening the package, a black rubber foreign body was found at the tip of needle.